Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 01:03 pm CT. The report number is being corrected from: 2134265-2018-64164 to: 2134265-2018-62778.

Event description:
It was reported that the burr became stuck on the wire. A 330cm rotawire and wireclip torquer was selected for use together with 1.75mm rotablator plus. During usage of device, no problems or abnormalities, such as sound or resistance, were noted during ablation of the lesion. However after ablation was completed with the burr, the physician tried to removed the burr from the patient and it was noted that the rotawire was also pulled out together with the burr. Despite the physician holding the rotawire in place to try and remove the burr independently, the two devices removed as a unit. Therefore another wire was newly inserted. No further ablation was performed as the it was completed with this burr successfully. No complications reported and patient's condition is good. The device was returned for analysis. The device has its distal tip kinked, stretched and there are also kinks along the body. There is certain damage (similar to friction damage) on the welding section of the spring tip. Overall length of the device couldn't be performed due to the condition of the device (tip stretched). Outer diameter of the distal tip, middle and proximal section of the device were within specification.

Event description:
It was reported that the burr became stuck on the wire. A 330cm rotawire and wireclip torquer was selected for use together with 1.75mm rotablator plus. During usage of device, no problems or abnormalities, such as sound or resistance, were noted during ablation of the lesion. However after ablation was completed with the burr, the physician tried to removed the burr from the patient and it was noted that the rotawire was also pulled out together with the burr. Despite the physician holding the rotawire in place to try and remove the burr independently, the two devices removed as a unit. Therefore another wire was newly inserted. No further ablation was performed as the it was completed with this burr successfully. No complications reported and patient's condition is good.